Event description:
The clinic reported that a laser vision correction patient presented with ectasia and loss of best corrected visual acuity (bcva) in both eyes after 11 years and 7 months post treatment. Original treatment was in (B)(6) 2003 and enhancement was done on (B)(6) 2009. Patient has no complaints but mentioned vision at a distance not clear. Bcva right eye pre-op 20/20 post-op 20/40. Bcva left eye pre-op 20/20 post-op 20/40. It was reported that patient was referred to a specialist for possible cross-linking treatment.

Manufacturer narrative:
Date of this report: (B)(4) 2014. Device available for evaluation: yes. Additional report source: user facility. Date received by manufacturer: 03/28/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Ectasia. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.